Event description:
According to the reporter, following a robotic laparoscopic sigma resection, the patient had an infection and a leakage. The first symptom of the second post operative day is a feeling of warmth in the pelvis but there was no pain. On the fourth post operative day, the patient experienced severe pain and CT scan was performed as it was perceived that there was a hole in the anterior wall of the anastomosis and finally had an emergency surgery for a temporary stoma to resolve the issue along with additional studies to treat the infection. This extended the patient's hospital stay by 3-4 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.